Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 97754, product type recharger .

Event description:
It was reported that while recharging their implantable neurostimulator (ins), the patient¿s recharger became hot and a sound was heard from the device when the patient was ¿close to a stainless-steel thing.¿ it was noted the ¿stainless-steel thing was specifically unknown.¿ the issue was able to be reproduced and the patient was ¿worried about anomaly of the product.¿ though the cause of the issue was unknown, it was reported that ¿there was a possibility that stainless-steel things inside the patient¿s house were the cause of the issue.¿ additional information received from the patient through a manufacturer representative reported that ¿when she walks to the kitchen sink (stainless steel) whilst she is recharging, recharger itself makes a high-pitched squeaking like noise and she feels that the implantable neurostimulator (ins) gets warm.¿ there was no particular troubleshooting or diagnostic testing performed; the patient was advised to keep away from stainless-steel things. The patient¿s recharger was replaced as a result of the event. The issue remained unresolved at the time of report. The patient¿s physician noted the cause of the issue was unknown and the issue was ¿not severe.¿ there were no surgical interventions planned or performed and the patient was alive with no injury at the time of report; no complications were reported or anticipated. The patient¿s indication for device use was chronic pain.

Manufacturer narrative:
Please note the previously reported information regarding the patient's recharger has been updated below. Other applicable components are: product ID: 97754, (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information clarified that it was the patient¿s ins, and not the recharger, that became warm near the patient¿s stainless-steel kitchen sink. It was noted the patient¿s recharger was replaced and they were advised to keep away from stainless-steel things. As of 2017-sep-06, there were no further reports from the patient of the same issue having recurred following the initial report. The cause of the issue was undetermined; no further complications were reported or anticipated.